Event description:
Reporter alleged the customer obtained a result of 79 mg/dl on the aviva system compared back to back with a result of 33 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer was feeling sleepy and unresponsive. Reporter stated that the emts took the customer to the hospital where he was treated with a shot of glucose and kept for 2 days. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported, surgeon inserted the t2 recon nail. He was using the recon mode. When he attempted to slide the recon targeter over the nail adaptor, there was difficulty sliding it closer to the pt. The targeter was impacted w/a mallet eventually sliding close enough to finish procedure. After the instruments were decontaminated, I tried to slide two different arms over the adaptor and was not able to.